Event description:
It was reported that the caller experienced multiple intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge. The customer reverted to an alternative method of insulin therapy.